Manufacturer narrative:
The returned product was evaluated and no evidence of any manufacturing defect was detected. An air bubble, equivalent to 6 units of insulin in size, was found in the insulin reservoir. As there was no evidence that the user attempted to remove residual insulin, this was mostly likely introduced during the fill process. Use error is therefore determined to be the root cause of hyperglycemia. Release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery," and "failure to expel air bubbles from the fill syringe may result in interrupted insulin delivery," and cautions "avoid using insulin from more than one vial, which may introduce air into the syringe."

Event description:
The customer reported her blood glucose history is as follows: (B)(6).